Manufacturer narrative:
(B)(4): this event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Connection issues associated to trial channel during the implantation procedure; therefore, the device was not implanted. Another pacemaker was subsequently implanted. The physician has not watched the associated video posted on the company website.